Event description:
It was reported that post-op a lap adjustable band procedure, the band had to be removed due to gastric erosion and complete band slippage/migration. There were no other reported pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.